Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749.

Manufacturer narrative:
Reason of late reporting: reporting delayed due to a system-wide computer outage. All systems were down from november 10 through november 25, 2020. Inquiry sent to emdr@FDA.hhs.gov to seek an alternate method of reporting on november 11. Response was received from a consumer safety officer on november 12, directing to submit reports once the applicable system is recovered and explain why the reports are delayed. Manufacturing site: (B)(4). The ultimatebros 3 guide wire was in the concomitant corsair pro xs microcatheter when they were returned for evaluation. The core shaft was found separated; no other damage such as bending was observed. Approximately 18mm of the tip of ultimatebros 3 was located distal to the tip of corsair pro xs. When ultimatebros 3 was removed from corsair pro xs, it was found remaining in one piece. The core was found fractured at approximately 8mm distal to the proximal solder that was originally located at 115mm from the tip. Observation by sem revealed that the fracture surface of the core was uneven, and circumferential and longitudinal cracks were observed proximal to the fracture end. These findings indicated that repeated bending stress had contributed to fracture of the core. Because both fracture ends were corresponding to one another and the coil remained unfractured, it was concluded that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event, and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress had most likely contributed to the observed core separation on the returned ultimatebros 3 guide wire. The applied stress would be localized and accumulated on the guide wire likely due to tortuous anatomy, making the core become fractured. It was concluded that this event was not attributed to product quality.

Event description:
It was reported that an asahi ultimatebros 3 guide wire had separated during a pci to treat a severely tortuous, moderately calcified cto in the rca #2. An asahi suoh 03 guide wire was first advanced retrogradely via a septal channel with support of an asahi corsair pro xs microcatheter. Then suoh 03 was replaced with an asahi sion black guide wire and delivered distally to the lesion. To drill calcified part of the lesion, the ultimatebros 3 guide wire was used. During repeated manipulation, the tip of ultimatebros 3 became detached from its body. The separated tip was successfully retrieved by tangling with corsair pro xs. The procedure was terminated, and the patient was rescheduled for another pci. There were no adverse patient effects associated with this event.